Manufacturer narrative:
(B)(4). The medwatch uf/importer report number is (B)(4). It could not be transmitted in the designated field. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event:complaint alleges that at the end of the surgical case, it was noted that the tip of one of the scissors used was missing. This was not a countable item and it is unknown when the scissor broke. The doctor was notified and two x-rays were taken. The scissor tip was not seen in the x-ray. The patient was taken to the post-anesthesia care unit. Additional information indicates multiple hip procedures were done. It was also reported that no intervention other than an x-ray was performed. The patient's condition was reported as fine.